Event description:
Customer reported unexpected negative reactions when testing patient sample containing anti-k with capture-r ready-ID (crrid) on the echo. Antibody is a newly developed anti-k. No transfusions or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Review of result files shows well scores of 0 for cells 2, 5 & 8 of crrid, lot id119, resulting in negative reactions. Well images appear negative. Confirmed the reactivity of the k antigen on retention crrid, lot id119, with anti-k. Customer did not return product or sample for further serological testing.